Event description:
It was reported that air bubbles were observed. Additionally, blood glucose level was 510 mg/dl. Customer performed a supply change resolving elevated glucose and allowing customer to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.